Event description:
It was later noted the patient¿s first follow up was around 1 week after the initial implant. It was noted the second follow-up occurred around 1 week after the 1st and that was when the x-ray showed they lead was up at t6. It was noted following the first revision the patient was ¿good¿ with their stimulation and programming. It was noted the patient called in to the office later to report the abdominal stimulation was back. This information was previously reported under manufacturer report #3007566237-2013-03774. All additional information will be submitted under this MDR. Refer to manufacturer report #3007566237-2013-03770 for information pertaining to the second lead revision.

Manufacturer narrative:
(B)(4). Supplemental submitted for additional information corrections to reference this event previous reportedin manufacturer report #3007566237-2013-03774.

Event description:
It was reported that there was a lead migration. The patient was scheduled for a revision for (B)(6) 2013. X-rays had been taken and reprogramming was attempted. It was reported that a company representative saw the patient in doctor's office for a follow up and a wound check. The patient had abdomen stimulation and cramping with all electrode combinations that were attempted. An x-ray indicated that the lead had migrated to t6/7 and the patient was implanted at t8/9. The patient had uncomfortable abdomen stimulation and cramping when attempting to program or use stimulator post-operation. It was stated that the location of the symptoms was the lead location.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).